Event description:
Customer reported that the escape button on the insulin pump is not responding. Blood glucose value is unknown. Nothing further reported.

Manufacturer narrative:
All buttons functioned properly. However, moisture damage was noted on the keypad traces. The pump also had a cracked reservoir tube lip, minor scratches on the display window, a cracked display window, and a cracked case near the display window corners.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.